Manufacturer narrative:
(B)(4). Asp investigation summary: the investigation included a review of the device history record (DHR), service history, failure mode and effects analysis (fmea), and system risk analysis (sra). ¿the DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. ¿the service history for this unit was reviewed for the past 6 months (12/19/2014 to 06/17/2015) and trending was not exceeded. ¿the fmea revealed the risk priority number (rpn) is at an acceptable level. ¿the sra shows the risk for exposure to toxic or corrosive material to be "low." ¿the catalytic converter was returned and tested. The catalytic converter exhibited an oil mist. The reason for return of the catalytic converter was confirmed. ¿the oil mist filter (filter and cartridge) was returned and tested. The oil mist filter had no mist observed. The reason for return of the oil mist filter was not confirmed. ¿the vacuum pump oil was not returned for functional testing. The assignable cause of the odor/smells issue is the oil mist filter, catalytic converter and vacuum pump oil. The field service engineer replaced these parts and confirmed the sterrad® 100nx was restored to proper function after service. No parts were returned for further evaluation. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.

Event description:
A customer reported an event of a "cleaner type of odor" emitting from the sterrad® 100nx sterilizer. There was no report of any human reaction. The customer was advised to turn the unit off and leave the room. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
A field service engineer was dispatched to the customer site. Odor/smell was confirmed. A corrective maintenance was performed and the vacuum pump oil, catalytic decomp filter and oil mist filter were replaced. Unit meets specifications and was returned to service on 6/18/2015.